Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's high voltage lead impedance was high and out of range. The doctor elected to only monitor the lead as it appeared to be more physiologic rather than due to lead integrity. No patient symptoms were reported.